Manufacturer narrative:
Qn#(B)(4). The reported complaint was confirmed through examination of a returned product sample. The customer provided a used radial artery catheterization device. The guide wire was unraveled and protruding from the distal end of the needle, which was bent near the center. The coil wire had punctured the catheter body and was protruding from the side near the distal end. Microscopic inspection revealed that the core wire was broken near the distal weld with plastic deformation and necking in the area of the break. Damage was observed on the needle bevel was characteristic of contact with the guide wire. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and warns the user that withdrawing the guide wire against the needle bevel can damage the wire. Based on damage observed on the needle bevel, it appears the guide wire was withdrawn against the needle bevel causing the separation. Therefore, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported the procedure was being performed in the operating room. During insertion, the guide wire frayed. The inserter tried to pull the wire back and it was stuck inside the catheter. As a result, everything was removed and another kit was used successfully. They do not know if this caused a delay in treatment but there was no patient death or complications reported.

Manufacturer narrative:
(B)(4).